Event description:
On 2026-jan-13: it was reported that the manufacturer representative (rep)  said pt had been getting settings not available and then rep met with pt today and performed some reprogramming. After reprogramming, mdt rep. Said issue persisted today. Mdt rep. Was just looking for steps to take moving forward. Tss discussed what to look for in terms of impedances and suggested running impedance test and specifically looking at active electrodes. Mdt rep. Said they would call back if any more assistance was needed. Upon further review, mdt rep. Said they were able to increase and decrease settings on tablet, but pt still got settings not available on their controller. Tss discussed how adjustments might vary between tablet and controller. 2026-feb-03: additional information was received from the manufacturer representative. The issue has been resolved. The cause of the settings not available was due to an impedance of an electrode that a program was utilizing. New programs were provided, avoiding the electrode impedance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex f code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.